Manufacturer narrative:
This product is not marketed in the u.s. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2, -7.50 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. Refractive surprise was observed. The lens remains implanted in the eye. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The lens was exchanged on (B)(6) 2018 and the problem was resolved. The patient is pleased. (B)(4).